Event description:
Customer called to report an alarm on the insulin pump. Troubleshooting was performed and the insulin pump did not pass. Blood glucose reading at the time was 189 mg/dl. Advised the customer that the insulin pump will be replaced. No further information reported.

Manufacturer narrative:
The device was received with a cracked resevoir tube lip. The device did not pass the displacement test. Motor error alarm occured during the rewind process and was followed by an a35 alarm. The cause was determined to be the motor encoder being out of phase.